Event description:
Event description guidant received information that during the implant procedure, this right ventricular lead became entangled in the patient's valve and could not be removed. Therefore, the lead was surgically abandoned and replaced.